Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported device markings / labelling problem appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the chipboard box of the xact self expanding stent system (sess) was noted to have the catheter length labeled as "60 mm" rather than "60 cm". The catheter length is labeled on numerous areas of device, including the chipboard box, pouch label and IFU. All other locations where the catheter length is labeled were correct in indicating 60cm. There was no device use or patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.